Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that in the logs, the shuttle offset and atmosphere offset differed by 5, shuttle was at -4 and atmosphere was at 1. The fse adjusted shuttle offset to 0 and checked drive transducer which was at correct station pressure (716 mmhg). The fse could not duplicate etf 52. Condensation was found in the drainage line so the fse performed several condensation removal procedures. A pm was performed on this device after the investigation and unit passed the pm. Unit passes all functional, safety, and electrical tests to factory specifications. Unit was returned to the customer.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that it was  discovered by the customer on start up, the cs300 intra-aortic balloon pump (iabp) unit has an electrical test failure code 52. There was no patient involvement.